Event description:
It was reported that there were many scratches on the insulin pump and the slot for the belt clip was broken. Customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked case at display window corner. No scratched on lcd window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.